Event description:
It was reported through an article summary of the clinical outcome of one patient presented with an ulcer on the right toe that recurred 1 year prior leading to necrosis. Computed tomography revealed bilateral popliteal artery aneurysms (paas) and occlusion from the right popliteal artery to all below-the-knee (btk) arteries. Endovascular paa repair (epar) was performed, and two 7x100mm non-abbott stent grafts were deployed for the paas. The proximal edges of the stent grafts were dilated with a non-abbott drug-coated balloon to prevent restenosis. The btk occlusion was treated using intravascular ultrasound guided wiring; however, the stent grafts occluded with 2 weeks. A massive thrombus was aspirated using a non-abbott thrombectomy device and catheter-directed thrombolysis was initiated. The stent grafts became occluded within 2 days. Aspiration was performed and a 6.5x80mm supera self-expanding stent (ses) was deployed to seal the thrombus form the distal popliteal artery. The btk runoff was recanalized and catheter-directed thrombolysis continued. The btk runoff occluded the following day. Aspiration was performed and a 7x40mm non-abbott drug-eluting stent was deployed to treat stenosis caused by residual organized thrombus at the proximal edge of the stent graft. The btk runoff was recanalized and stayed open. Two months later, angiography revealed that the stent graft was open but severely bent inside the paa; therefore, additional treatment was conducted and another 6.5x80mm supera ses was implanted to straighten the bent non-abbot stent graft and ensure btk flow. The ulcer fully healed concluding that using the supera ses to line and straighten the stent graft to obtain enhanced blood flow may facilitate improved management following epar of paa. Additional information can be found in the attached article, "chronic limb-threatening ischemia owing to popliteal artery aneurysms with repeated occlusion after stent graft placement that was successfully treated with supera stent reinforcement: a case report". No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated d4: the UDI number is not known as the part and lot number were not provided attachment: article, titled "chronic limb-threatening ischemia owing to popliteal artery aneurysms with repeated occlusion after stent graft placement that was successfully treated with supera stent reinforcement: a case report".